Manufacturer narrative:
The reported event indicated lead dislodgement. As received, a complete lead was returned in one-piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that during implant device interrogation revealed dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.